Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, product type: software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving unknown morphine (6 mg/ml at 0.7004 mg/day) via an implantable pump for malignant pain. It was reported that the patient went in for a refill on thursday, july 2nd and the pump was filled with 6 milligrams per milliliter of morphine, but the concentration was never changed in the tablet. The previous concentration was 1mg/ml of morphine. No bridge bolus was done. The rep stated that they wanted to rectify the change to program the pump to reflect 6 mg/ml concentration change. An agent reviewed that the pump would slow down due to the change in concentration. The rep was not with the patient at the time of the call, but stated the patient was inpatient due to overdose symptoms.